Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that ever since the last pump refill about 3 months ago, it took a full two minuets after the pump reaches 90 percent to establish a connection and receive the bolus. The patient stated that they used to be able to bolus right away and it would slow down when the pump reservoir got low, but now it's doing it every time. When the agent inquired about the event date, the patient stated 'about 3-4 months - ever since the last time I got it filled.' The patient stated their equipment has never done this and it's always connected quickly. The agent assisted the patient in clearing the data. While in handset settings, the patient mentioned that there was an application that previously had a high battery usage message, so they addressed that and did not need any further assistance with that. The patient then opened ¿myptm¿ application and service code 156 appeared (all apps were not fully closed). The agent assisted the patient in clearing the code and patient was able to successfully connect to their pump well without issue. The patient stated that the connection to the pump was much better. The patient will monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.